Manufacturer narrative:
The reported event of inadequate hv output was not confirmed. Final analysis found that the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented after receiving shock therapy for ventricular tachycardia (vt). It was noted that the first shock failed to convert the vt which then accelerated to ventricular fibrillation (vf). The second shock successfully converted the vf. The device was explanted and replaced. The patient was in stable condition.